Event description:
It was reported that a vns patient experienced constant pain at the chest generator area after having a seizure. Follow up with the treating neurologist indicated the patient fell and hit her chest on vinyl floor and on the edge of the bathtub which resulted in soft tissue injury. Furthermore, the patient's device was turned off because it was causing pain around the site and surgical intervention is planned to remove the generator because of pain. At the moment surgery is likely and is awaiting patient confirmation.